Event description:
During a ptca/stenting treatment procedure involving a 90% stenotic lesion in the proximal portion of the lad coronary artery, the viva balloon lost pressure at 6 atm's on the initial inflation when it was used to post-dilate an unspecified type of stent. It is noted that the lesion was predilated with an unknown type of device. The viva ballon was removed and replaced with an adante catheter to successfully complete the procedure. The patient was asymptomatic during this event. The type and size of the introducer sheath, guidewire, guide catheter and which inflation device was used are unknown. Patient status is reported as 'good'.